Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of high blood glucose value of 400 mg/dl. Customer stated that the pump died and they did not realize for how until they take their sugar. The insulin pump was not returned for analysis.